Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had one broken or disconnected lead. The impedances for the 8-15 lead were all out of range on all referenced contacts. It was noted that surgery was planned to revise, but the patient was waiting on insurance. The caller disabled programming on the lead. It was noted that the patient had to charge every day. The caller brought the rate down from 160hz to 70hz to provide for more time between recharges. It was noted that they were waiting on insurance to approve the lead revision and there was no date yet. It was noted that the manufacturing representative reprogrammed lead 0-7 and the patient as getting better coverage with more efficient programming. Additional information was requested, but was not available at the date of this report.

Event description:
Follow up reported the patient had their lead revision on (B)(6) 2013. The patient was doing excellent at the time and getting good coverage. It was also noted they were no longer reporting frequency in recharging intervals.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was charging more than expected. The caller reported that the patient was scheduled for a lead revision (B)(6) 2013 due to a fracture. It was not known when the lead fracture started. There were no falls or trauma reported. The caller reported that the patient was reprogrammed and was not using the 8-15 fracture lead but it was unknown if the patient continued to charge more frequently. The caller reported than an x-ray was done but not for sure. Additional information received reported that one lead was fractured and showed >10,000 ohms. The caller believed it was the right side that had the impedance issues. The patient's complaint was that their recharging had been incredibly frequent and recharging every day. It was noted that recharging stats were obtained from the recharger and the patient did not appear to be recharging every day. It was noted that the patient recharged on (B)(6) 2013. It was noted that the patient had great coupling bars of eight bars. It was further noted that the battery voltage was charging up as intended. It was noted that the battery appeared intact. The patient's current settings were: group d: program 1: 270us 3.9v 70hz, 503 ohms, program 2 300us 3.4v, 70hz, 535 ohms 6.216ma. It was noted that there was a guarded cathode on each. It was noted that there was 24/7 usage and no cycling. The caller stated they were recently reprogrammed and were using it at 160hz. The caller indicated they would likely not replace the implant battery based upon provided information at time of call. Additional information received reported that the patient stated that they had a revision of their lead wires (B)(6) 2013. The patient stated a lead wire broke.